Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 3.50 x 16 synergy drug-eluting stent was advanced for treatment, but failed to cross the lesion. After the device was removed, the stent distal edge was found lifted. The procedure was completed with another of same device. There were no patient complications reported.